Manufacturer narrative:
Field complaint of incorrect measurement was not confirmed. The device was received in normal working conditions. Analysis of device image indicated eri flag was not triggered due to voltage still above eri trim value. Further analysis performed exhibited no anomalies and normal device characteristics with battery voltage still above eri level. Longevity assessment was performed, and the implant duration exceeds the total projected longevity based on field settings.

Manufacturer narrative:
The reported event of incorrect measurement was not confirmed. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. During interrogation of the pacemaker, it was noted that the device did not trigger elective replacement indicator (eri) appropriately despite having low battery voltage. The physician then explanted and replaced the device. The patient was in stable condition.